Manufacturer narrative:
Conclusion: the report event of lead break was confirmed. As received, visual inspection showed the returned lead was found broken in two pieces. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Initial reporter phone number - (B)(6). Date of event is estimated.

Event description:
It was reported during a lead revision it was observed the lead was broken. Diagnostic showed no impedances out of range. In turn, the lead was explanted and replaced to address the issue.